Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was found that the heat seal of the sterile package was unperfected and the bottom of the package was already opened.